Manufacturer narrative:
Examination was not possible, as the device was not returned. A complaint database search finds no other reportd incidents against the provided product and lot code since its release for distribution. The investigation could not verify any evidence of product contribution to the reported event. Based on the investigationm the need for corrective action is not indicated.

Event description:
Clinical report states the patient was revised due to femoral fracture.